Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the first 511h gasket tore and leaked pnuemo. It was replaced with a 511h. Reporter did a lot of suturing through this one marlow knot pusher using the one seal as a reducer cap. After fifteen minutes the gasket ripped on this as well. There was no consequence to the pt.